Event description:
Sfa stenting-patient enrolled in trial: thrombosis bypass needed. No permanent disability reported.

Manufacturer narrative:
Please reference MDR 2183870-2008-00235 for other protege everflex used in procedure.